Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. Unfortunately, no further details regarding this event were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the operative report (for the surgery performed on (B) (6) 2010) was received. Unfortunately, no additional information regarding the reported event was learned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.